Manufacturer narrative:
Approximate age of device ¿ 1 year and 4 months.  A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient present to the emergency room today with altered mental status, profound volume overload and hemoglobin (hgb) of 2.7 g/dl. Lactate dehydrogenase (ldh) was 261 u/l, total bilirubin was 2.2 mg/dl, and creatinine was 2.1. Right heart catheterization (rhc) confirmed volume overload and speed was increased to 9600 rpm from 8800 rpm. On (B)(6) 2018, it was reported that low hemoglobin was likely due to gastrointestinal bleeding and hemodilution. Patient received blood transfusions. Patient signed out against medical advice prior to any imaging studies were obtained. No additional information was provided.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that her first emergent unit in the emergency department was not matched for her anti-c antibodies and likely increased hemolysis post transfusion. Subsequent units were matched. Patient was transfused an additional 4 units of packed red blood cells (prbcs) for total of 6 units prbcs and 2 units of platelets. Diuresis with lasix drip and metolazone as needed was started to keep the patient net negative. Given no active signs of bleeding and increased risk of thrombosis in the setting of subtherapeutic inr with heartmate ii the patient was started on a heparin drip. Patient subsequently had several small to moderate volume bowel movements with frank hematochezia. Heparin was continued, patient remained hemodynamically stable. On (B)(6) 2018 patient insisted on being discharged against medical advice. Patient was also discharged on a lovenox bridge to warfarin. No additional information was provided.